Event description:
Pt reported that the lancet carrier is not fully retracting, resulting in the lancet protruding from the device's end-cap. Pt did not experience an unintentional stick as a result. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.